Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Health effect clinical code - aneurysm.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh on (B)(6) 2024, which is off-label usage of the device. On 05/03/2024, it was reported that the patient was having a trouble eating and chewing already in the morning of the event, after the patient was done eating he went take a nap. After the spouse went home in the afternoon she noticed the patient was sweating, confused, couldn¿t think well and started to be combatant to her. In addition it was reported that the patient suffers and aneurysm. The spouse called 911. Based on the cgm readings the insulin pump was continuously providing insulin. The paramedics treated the patient with dextrose while in the ambulance, the cgm reading was 71 mg/dl and the bg reading was 30 mg/dl taken by the paramedics. The patient was taken to the hospital and was treated there with dextrose and IV medication. At the time of the report the patient was at home and stable. No data was provided for evaluation. The allegation and the probable cause could not be determined.